Manufacturer narrative:
The insulin pump was received with intermittent act button due to flattened dome. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners and belt clip slot.

Event description:
The customer reported via phone call that the act button was unresponsive. The customer's blood glucose was unknown at the time of incident. The customer also reported that there was crack on the keypad to the reservoir compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates has been provided in this report.